Event description:
It was reported that a patient experienced coronary artery spasm. During closure of a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. After performing cti ablation, cag was conducted revealing coronary artery spasm. Nitroglycerin was administered, and cag was performed again. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.